Manufacturer narrative:
(B)(4). The device was received with the blade broken off and not returned. During functional testing on a generator the device gave an error code 5. The device will stop activating, and either emits a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. The location of the break is inside the tube proximal to the tissue pad. The analysis concluded that the blade broke off due to contact with the inner tube. This damage was most likely due to excessive side forces applied to the blade while activating resulting in blade contact with the inner tube

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic low anterior resection, the distal tip of the device broke off while working on the lateral wall adhesions of the colon. There was torquing of the device. The tip was retrieved from the patient. Second device was opened and the case was completed with no patient consequences. One device returning.